Event description:
A female, was implanted in 1995, with a bifurcated gore-tex stretch vascular graft. This was an aorta bi-iliac procedure to repair an open aneurysm. In 1996 or 1997, fluid accumulated around the graft and the physician suspected an infection. She was opened, and closed and no intervention was performed on the graft. Physician reported that in 2008, patient presented with a 12 cm enlargement sac of the limb of the graft. This sac contained serious fluid and a thick proteinous material. Physician evacuated the contents of the sac and was not able to perform any further intervention due to the patient being at high risk.